Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one sample was received without the original package. Four photos were included for evaluation; corrugated tube damage was observed. Per visual inspection, a cut was observed in corrugated tube, the complaint was confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly to determine the root cause.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after unpacking and prior to use, a leakage test was performed, and leakage was confirmed. It could not be visually confirmed where the leak was coming from. There was no patient involvement and no patient harm/adverse event reported.